Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect access solution for faradrive selected for farapulse procedure. During procedure, the versacross rf wire did not cross the septum. Crossing transseptal was attempted twice. After the first time, since no success, it was re-confirmed connections, positioning and then tried to crossed a second time. Upon failure, the wire was removed and noted kinked (the pigtail shape was off-axis from the straight portion of the wire. There was also a kink in the wire). The rf was applied each time. Baylis generator did not display any errors. Both times, the wire was exposed from dilator. Hence, the device was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to return as disposed.